Event description:
It was reported that the facility has experienced a number of tubes migrating out of the anchorfast oral endotracheal tube holder. The respiratory therapist clinician stated that the adhesive on the strap used to help hold the tube in place is breaking down from patient secretions resulting in loss of airway and requiring reintubation. She also stated that the facility no longer has a set period of time prior to changing out the device which is resulting in each device being used for a longer period of time. This changed from their previous 3-day protocol. She is unsure if the slipping is associated with the longer use of the device but she will investigate.

Manufacturer narrative:
It is unknown how long the devices were in place prior to the stated tube slippage. The adhesive on the endotracheal tube holder is not the primary mode of tube securement. The IFU states to "loop the wrap tightly around the tube and pull the remaining portion through the security clamp". There is no information as to whether the wrap was pulled and clamped tightly to secure the tube. An evaluation of the complaints trend analysis for the last three months found it to be within statistical control.